Event description:
Edwards learned of a valve that required valve-in-valve intervention after an implant duration of approximately 12 years, five (5) months due to aortic regurgitation and stenosis. Patient was implanted with a 23mm transcatheter bioprosthetic valve and is reported in stable condition. The valve will not be returned as it remains implanted.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.